Event description:
It was reported that the patient has expired after an implant duration of 0.2 months, due to unknown reasons. Through follow-up, only a copy of an operative report for a previous surgery was received. No information regarding the reported event was learned. The cause of death remains unknown.

Manufacturer narrative:
Device not returned; device was not explanted. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. This patient also has another related event; (B) (6). Through follow up with the health care provider (via fax), a copy of an operative report for a previous surgery was received, however, no further information regarding this event was provided. Unfortunately, the cause of death remains unknown. The device is not available for evaluation, as the device was not explanted. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.